Event description:
It was reported by the technical support personnel that the patient's implantable cardiac monitor (icm) was displaying error message. No intervention and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Please retract this report 2017865-2023-95594 as response from the representative and technical support received confirms there's no allegation of malfunction against the implantable cardiac monitor (icm) due to the use of an unsupported programmer.